Manufacturer narrative:
The pt identifier was not provided. Sorin group (B)(4) manufactures the stockert s5 system). The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the level sensor of the stockert s5 system did not alarm when the blood level in the reservoir dropped below the low level indicator during a procedure. Air was delivered to the pt. The pt was sent to a compression chamber. Additional communication with the hospital determined the pt had recovered and was doing well. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4)received a report that the level sensor of the stockert s5 system did not alarm when the blood level in the reservoir dropped below the low level indicator during a procedure. Air was delivered to the pt. The pt was sent to a compression chamber. Additional communication with the hospital determined the pt had recovered and was doing well.